Event description:
It was reported that a right atrial leadless pacemaker exhibited unsatisfactory mapping parameters during initial implant of a dual chamber system. The device was not implanted, and the entire case was abandoned. Patient was stable.